Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid (30 mg/ml at 7.5 mg/day) and bupivacaine (20 mg/ml at 5.0 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2019 it was reported that the patient had a pump refill on (B)(6) 2019 around 12-1 pm. The patient went home and then around 3 pm had signs of overdose. A squad was called, and the patient was taken to the local hospital. The patient was then transferred to another hospital. The pump was read, and there were no alarms in the pump logs. The patient was given a ¿reversal drug¿, placed in the ICU (intensive care unit), and the pump was programmed to minimum rate. No surgical intervention occurred, and none was planned. The patient status was reported as ¿alive; no injury¿. It was unknown if the issue was resolved at the time of this report. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 13-jun-2019 from a company representative who reported that the patient was seen today at the clinic and the pump was interrogated. The pump logs were checked and showed no alarms present. The physician chose not to aspirate the pump to check the volume. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 23-aug-2019 at which time it was reported that the pump was removed, and no new pump was implanted. No further complications were reported/anticipated.

Manufacturer narrative:
H3 analysis of the pump found no anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.